Manufacturer narrative:
A supplemental report is being submitted as the investigation summary has been revised. Updated section: a5a- ethnicity a5b- patient race h6- ime FDA code, imf FDA code, img FDA code, FDA device code, FDA method code, FDA result code and FDA conclusion code. Updated product event summary: the controller (con303737) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the alarm log file revealed a vad disconnect was logged on (B)(6) 2017 at 09:58:58, the alarm cleared at 09:58:59. This was followed by a motor start event recorded on (B)(6) 2017 at 09:59:05. Based on the available information, the vad disconnect alarm was most likely a false alarm. Although the speed recorded at the onset of the vad disconnect alarm was below the set speed, it was likely that the speed decreased from above the set speed of 1800 revolutions per minute (rpm) in the short period of time between the detection of the alarm and the logging of the pump parameters while the pump was being restarted. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Additionally, a reactivation event was logged on (B)(6) 2017 at 10:23:26, due to an open phase on the rear stator. Two (2) additional vad disconnect alarms were logged on (B)(6) 2017 at 10:23:27 and 10:26:38, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. As a result, the reported vad disconnect alarm event was confirmed. The observed reactivation event is an additional finding not related to the reported event. Based on risk documentation and the available information, a possible root cause of the observed reactivation event in the log files can be attributed, but not limited, to a marginal driveline connection and/or contamination by foreign material of the driveline connector. A possible root cause of the reported event can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarm. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual and functional testing; a secured connection between the driveline connector and driveline connector port on the controller was verified. As a result, the reported event could not be replicated during testing. Log file analysis revealed a ventricular assist device (vad) disconnect alarm due to a disconnection of the driveline from the controller. A review of the event file revealed a reactivation event due to an attempt to reactivate the rear stator. This observation is indicative of an intermittent connection between the driveline and controller. A motor start event was recorded, indicating that the pump at some point successfully restarted. Furthermore, seven low flow alarms were recorded, also indicating that at one point the pump was operational. As a result, the reported "high alert" alarm was confirmed. The most likely root cause of the reported event can be attributed to a driveline disconnection, likely due to an intermittent/marginal driveline connection. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the implant, moments after the driveline was connected to the controller, a high alert alarm sounded and a pump stop was noted in the alarm history.  After a good connection was confirmed, it was decided to exchange the controller.  After the controller was exchanged, no further alarms occurred.  No patient complications have been reported as a result of this event.